Event description:
It was reported that there was an explant on the day of the report. No other information could be obtained other than just that "it wasn't working." If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37082-40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3887-45, lot# v158371, implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3887-45, lot# v132668, implanted: (B)(6) 2008, product type: lead. (B)(4).